Event description:
It was reported that during an unknown procedure half of the staples were malformed. Changed to hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? The device was compressed until unable to fire further where within the green tissue compression/gap setting scale was the orange indicator set for firing? The orange indicator was set in the green zone, but the surgeon forgot the specific location. Was the device fired over an existing staple line or clip? Unknown. When was the red safety removed? Before firing. Was the breakaway washer completely cut through? Yes. Who fired the device? The head surgeon. Has the person who fired the device been trained on ees circular device? Yes.